Manufacturer narrative:
Concomitant products: product ID: 8709, lot# l68733, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported that the patient missed a refill. The pump was empty approximately 1 to 2 weeks ago, in (B)(6) 2015. The patient developed nausea, vomiting, and increased pain at that time. The pump system was being used to infuse morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.